Manufacturer narrative:
.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the wand. The failure to program event was confirmed in product analysis. The serial data cable, which produced communication errors, had intermittent conductors at the handle location and the returned battery was depleted. After a known good bench serial data cable and a known good bench battery were substituted, all communications errors cleared. Product analysis on the handheld was completed on (B)(6) 2012. During the analysis it was identified that the touchscreen display was unresponsive (reported on mfg report # 1644487-2012-01996). The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. As the handheld is not manufactured by cyberonics, the cause for the anomaly is unknown. Product analysis on the flashcard was completed on (B)(6) 2012, as well. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that a physician's handheld computer and programming wand would not work to interrogate a vns patient. The area representative indicated the programming wand was badly coiled and could not rule out one of the two devices. At the moment, the reported handheld and wand returned to the manufacturer and remain under analysis.